Event description:
The home patient reported that the transfer set became separated from the patient line of the homechoice set. The patient noted a leak of fluid. The treatment was ended and restarted with new supplies. There was no patient injury or medical intervention associated wtih this incident according to the patient.